Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump made strange sounds and had turned off while in use. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was returned for open book error with constant beeping piezo noted after battery insertion. Audio tone functioned properly during open book error. However, unable to perform functional testing including rewind, prime seating, basic occlusion, force sensor test, occlusion test and displacement test due to open book error alarm. Unable to download insulin pump history and determine root cause of open book error. The problem was isolated to the printed circuit board. No cosmetic damage was noted on the insulin pump assembly.